Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Update: d1, h6 and h10. D5: operator of device is unknown. E4: initial reporter also sent report to FDA is unknown.

Event description:
It was reported that a smiths medical pump alarms on "air in the system". No patient involved. No further information is available at this moment.

Manufacturer narrative:
(B)(6).